Manufacturer narrative:
E1 full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex videoscope no image displayed during preparation for use in an unspecified procedure. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Additionally, the investigation found that: a scope ID malfunction has been detected. Based on the results of the investigation, it suggests the reportable malfunction was probably caused by stress during use, external factors or handling, damage to the image sensor unit (such as broken wires), or a failure of the mounted components on the circuit board (such as ic chips or capacitors). However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.